Event description:
It has been reported that prior to use on a pt debris was detected inside the packaging of this device. Reportedly, "a hair was found on the tray coiled around the device." The device has been discarded.